Manufacturer narrative:
Additional information was received that the patient¿s leads will be explanted and new leads will be implanted. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had frequent charging of the ipg and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had frequent charging of the ipg and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the entire system were replaced with a new one. There was no device malfunction suspected with the explanted devices. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had frequent charging of the ipg and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had frequent charging of the ipg and will undergo an ipg replacement procedure.